Manufacturer narrative:
Cerner distributed a priority review flash notification flash17-0160-0 on march 10, 2017 to all potentially impacted client sites. The software notification includes a description of the issue and notice that a software modification has been developed to address the issue for all sites that could potentially be impacted.   Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
This report documents information related to an issue identified with functionality included in cerner's millennium dynamic documentation with foreign system interfaces (fsi).   The issue involves cerner millennium and affects users that utilize dynamic documentation with foreign system interfaces (fsi). When the system converts text from html to plain text, documentation may be included from unintended documents if multiple conversion requests are sent to the auto text server at the same time. Patient care could be adversely affected, if clinicians receive incorrect data and make medical decisions based on that information.   Cerner has not received communication on any adverse patient events as a result of this issue.